Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Health effect - clinical code e2402: generalized illness . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two unspecified mentor breast implants and suffered several unexplained systemic symptoms, including tachycardia(for about the past 11 years), autoimmune disease, and skin rash. No device issue was reported. The root cause of the patient¿s symptoms is unclear. The patient is planning to undergo bilateral removal without replacement. However, at the time of this report, mentor has received no information regarding an expected explantation date. The date of implantation and date of event were estimated as (B)(6) 2003 and (B)(6) 2009 respectively based on available information. It is currently unknown if the reported devices are saline or gel. At this time of report, they are reported as saline devices. Follow up is in progress. If additional information becomes available in the future, a supplemental report will be submitted. This report is for the right-sided prosthesis.